Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the trocar seal fell out into the patient on bowel. The surgeon discovered seal and continued procedure. There was no consequence to the patient.